Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. Section g.4. Date received by manufacture was inadvertently initially submitted with (B)(6) 2019; however, the correct date is (B)(6) 2019.

Manufacturer narrative:
Explanted date: device was not explanted. Occupation-requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Per mhra report 2019/009/016/401/006 (w169959) the user facility reported: "elective tavi patient on 6th september. Patient had abdomen swelling and pain. Angioseal failure. Reg informed and reviewed, patient went for urgent CT scan, IV fluids given as hypotensive, consultant attended, digital pressure applied and femostop used. Patient went for emergency procedure and had repair of left femoral artery". Per clinical lead: the femoral puncture was performed using an ultrasound, it was noted that it was not a high puncture and that there was no calcium. A femoral angiogram was also performed which deemed to be in the correct position for the angio-seal deployment. The patient presented as a late bleed the day after; condition of the patient was reported to be harmed. From the vascular surgeons notes the angio-seal was deemed not to be in the correct place. Additional information was received on 15oct2019. The following morning upon mobilizing to the toilet the patient reported feeling a pop. Blood pressure was found to have dropped. A 6fr procedure sheath on the left (contralateral from tavi for pigtail insertion). A pre-deployment angiogram was performed and an ultrasound. Hemostasis was thought to be achieved at the time of deployment. Patient did not have a history of bleeding. However, the doctor advised she was considered high risk of bleeding due to her age of (B)(6). Patient on daily blood thinning medication: asa, clopidogrel; medication dosage not known. Unknown if multiple sticks were performed to gain arterial access. Posterior wall of the artery was not punctured according to computed tomography (CT) report. Puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. Unknown if patient had any blood thinning medication, thrombolytics, or platelet aggregators during the procedure. The patient made a good recovery after emergency procedure and had gone home.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.